Event description:
On (B)(6) 2025, the user experienced hypoglycemia with a reported blood glucose (bg) of 50 mg/dl. The user went to the emergency room with caregiver assistance, where their bg was treated with intravenous dextrose and juice. The user was discharged the same day. No long-term effects were reported.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.